Event description:
It was reported by service report that the head-end was stuck in full upright position, and unable to be lowered. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged lift cross cables.